Event description:
During the preventative maintenance initial inspection, it was reported that a flo-gard infusion pump had failure code f94; this condition had the potential to interrupt delivery. This condition was found at power on. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. The cause was determined to be a swollen main battery. To correct the condition, the main battery was replaced. If any additional information is received, a follow-up MDR will be sent.